Manufacturer narrative:
H3. Product analysis: ¿ equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5), in-house 0.026in mandrel ¿ as found condition: the proximal broken segment of the catheter was returned inside a bio-hazard bag, and shipping box. The distal broken segment was not returned. ¿ damage location details: the catheter body was found to be accordioned for the length of 10.0cm from the broken end. Additionally, the catheter appeared to be broken at 8.0cm from the broken end, with the broken ends showing signs of stretching, necking, accordioning, and broken braids. No other anomalies were observed. ¿ testing/analysis: the usable length of the catheter was measured at approximately 142.0cm. The catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; however, resistance was noted at the damaged locations. ¿ conclusion: based on the returned device, the customer report of "catheter kink/damage" and "catheter separation/break" were confirmed, as the returned catheter was found to be broken and accordioned. The broken ends of the catheter showed evidence of stretching, necking, accordioning, and broken braids, indicating that the catheter separated due to excessive tensile force applied to the tubing material. The observed damages, including the accordioning and separation of the catheter suggest that high force was used. This damage likely occurred when the customer attempted to advance the stent through the catheter against resistance. Possible causes for the resistance may include vessel tortuosity and lack of continuous flushing with heparinized saline during the delivery. The customer report of "difficulty navigation" was not confirmed. The cause could not be determined. Possible causes include vessel tortuosity, damage to device, and lack of continuous flush during delivery. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat a right middle cerebral artery aneurysm using a marksman catheter 150cm, the catheter kinked at the distal end. The procedure involved accessing the femoral artery, which had a diameter of 5mm and moderate vessel tortuosity. When pushing the microcatheter to go upper, the surgeon found that the distal resistance was very large. After trying for a long time, the surgeon could not push it to go upper to the right position. After withdrawing the catheter from the body, it was discovered that the distal end was kinked. An attempt to straighten the catheter resulted in it breaking. Consequently, the catheter was replaced with a new one, which allowed the procedure to be completed successfully with the stent being deployed. The surgeon attributed the issue to a product quality problem and requested the return of the catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the catheter broke into two.